Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was difficulty implanting the right ventricular (rv) lead. The helix would deploy but "as soon as the stylet was moved [the] lead would pop back." The lead was removed from the body and the helix deployed, tissue was noted in the helix. The tissue was removed but the lead could still not be implanted. The lead was never implanted and another lead was used. No patient complications have been reported as a result of this event.